Manufacturer narrative:
Additional information has been provided that was not provided with the initial report. The additional information has been included with this report. The insulin pump passed volume accuracy test.

Event description:
Customer states his insulin pump failed. He states it is giving the incorrect amount of delivery. Customer is hospitalized due to a heart attack, not sure if due to the pump. No blood glucose reading provided. Customer does not want to troubleshoot, he just wants insulin pump replaced. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Unit had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).